Event description:
During follow-up, externalized conductor was observed via fluoroscopy. No electrical anomalies were detected. Lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
A partial lead was returned. Analysis found external abrasions between the shock coils at 6.4-6.5cm, 7.9-9.6cm, and 10.0-10.8cm from the distal tip due to friction with another implanted device. The re cables were visible but the etfe coating was normal. Internal insulation abrasions were noted under the rv shock coil at 5.8-5.9cm and 6.1-6.2cm from the distal tip. The rv cables were visible but the etfe coating was normal.